Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A 3.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During the initial inflation at 6 atm for 10 seconds, the balloon ruptured distally, but it was retrieved safely using standard removal techniques without complications. The procedure was successfully completed with another same device. No patient complication, and the patient was stable post procedure.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A 3.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During the initial inflation at 6 atm for 10 seconds, the balloon ruptured distally, but it was retrieved safely using standard removal techniques without complications. The procedure was successfully completed with another same device. No patient complication, and the patient was stable post procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis as it was disposed of at the healthcare facility (hcf); therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned the most probable cause classification of adverse event related to patient condition. It is most likely an interaction occurred between the balloon and the patient anatomy that contributed to the reported event. The target lesion was located in the distal right coronary artery (drca) and was severely tortuous, moderately calcified and 90% stenosed; these anatomical features likely contributed to the reported event.